Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. Analysis found the lower case was worn out, media-bay door was broken, company logo button was missing, one screw was missing, and usb (universal serial bus)/vga (video graphics array) cover plate was mounted incorrectly. It was noted software errors were found in the programmer update history. (B)(4).

Event description:
It was reported there was an overheating error. The programmer was returned for service. No patient complications have been reported as a result of this event.